Event description:
The customer reported that her olympus visera elite xenon light source was experiencing an overtemperature error during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, tac wanted to troubleshoot the issue, but the customer was not in front of the unit at that time. The customer followed up later noting that the fan in the subject device was not powering on. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The fan was found non-functional and caused the reported failure. Additionally, the unit was equipped with the old version main power switch ¿ that will need replaced. One of the rear feet was found deformed. The socket slider switch was worn-out, causing intermittent use of high-intensity mode. An expired non-olympus lamp life was producing a reading of 500+ hours. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the safety mechanism was activated because the internal temperature increased due to faulty fan. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.